Event description:
Complainant alleged that the clinicians were preparing for a procedure and upon opening the pouch containing the electrodes, they observed a human hair. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.